Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-12192011-003-r, 1627487-07262012-002-r.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing difficulty maintaining communication between his scs ipg and charging system. The patient received a replacement charging system; however, the scs ipg had become inoperable. Surgical intervention will be taken at a later date to address the issue.